Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary request to resend the 2bhn inventory as epic indicates certain medications are present in the machine, but they are not physically available. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.